Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a follow up, the left ventricular lead exhibited high thresholds and high impedance. X-ray revealed lead dislodgement. The lead was repositioned on (B)(6) 2015. No patient symptoms were reported.